Event description:
It was reported that the customer answered "yes" to the question "are you aware of any issues that have impacted patient safety during use of the bd alaris¿ system that have not been reported to bd? For example: under infusion, over infusion, delay of infusion, or interrupted infusion." There is no patient information.

Manufacturer narrative:
The reported event of device had emps - unreported complaint was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿emps - unreported complaint " based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The device has not been returned to service, therefore customer¿s reported problem cannot be confirmed. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the customer answered "yes" to the question "are you aware of any issues that have impacted patient safety during use of the bd alaris system that have not been reported to bd? For example: under infusion, over infusion, delay of infusion, or interrupted infusion." There is no patient information.